Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited inappropriate sock due to oversensing noise. During procedure, it was noted that the lead was loose in the header and there was no need to unscrew the lead from the header. The lead was attempted to be reinserted however, it was not able to be adjusted due to the screw not tightening. The implantable cardiac defibrillator and the right ventricular lead were both explanted and replaced. The patient was stable before, during and after the procedure.